Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "leak at the level of the screw thread of one of the 2 ways of the PICC line. The consequences for the patients who have been affected by the defect of the devices are the withdrawal of the PICC line resulting in a delay in the treatment." A specific number of affected devices or patients was not provided by the complaitant.